Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Therefore, the event will be reported with one product, and the remaining device/s will be referenced below: cup, catalog number: rm45320009, designation: sunfit th 57 cmtls dl mob cup + gripper, lot number: 2507156a. Stem: catalog number: rm12700005, designation: hype scla 5 mini short col lat cmtls stm, lot number: 2504009a. Head: catalog number: rm30650002, designation: d28-cm biolox delta cer fem head, lot number: 2511511a.

Event description:
Wound complication hospitalized again on the very same day as the previous admission. Serous drainage from the scar tissue that has become cloudy, suggesting a prosthesis infection. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Therefore, the event will be reported with one product, and the remaining device/s will be referenced in section h11 of the applicable emdr report.